Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the keypad buttons have become more difficult to press over the past month. She noted that the buttons still click and spring back, but require multiple presses to obtain a response. The family member denied exposing the pump to water; reported that the pump is cleaned with a damp cloth; and stated that the pt wears the pump in a pouch or in his pocket.